Event description:
It was reported that saline was leaking out of the handle.

Manufacturer narrative:
The returned unit was visually and functionally examined. A leak was confirmed from inside the handle due to a damaged lumen. Catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity to ensure they met the specification requirements. Please note that this report may be based on information not verified by st. Jude medical to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by st. Jude medical that one of its products has caused or contributed to a death or serious injury, or that one of its products has malfunctioned.